Manufacturer narrative:
Device label code for f10. Position 1 and 2: 1738. Position 3: 1701. Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt at st. Elizabeth's hospital in elizabeth. The pt was transferred to newark beth israel on 5/21/97. On 5/22/97, the "check iab cath" alarm sounded from the pump and the iab leaked. Blood was noted in the tubing and the iab was removed. A second was inserted into the pt. The contact stated that the pt was balloon dependent. As a result of the event, the pt was hypotensive. On 6/18/97, datascope was notified that as a result of the event, the pt went on the expire. Event complications: hypotensive - rpt'd 5/27/97; expired - rpt'd 6/18/97. Pt current status: expired - rpt'd 6/18/97.